Event description:
It was reported that the patient presented with bradycardia symptoms at an unscheduled follow up visit. The lead showed a decrease in impedance and no capture. The lead was replaced. There were no further patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.